Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that during implantable pulse generator (ipg) follow up check battery voltage of 2.92volts, and remaining longevity indicated greater than one year. Upon subsequent follow up check approximately four months later ipg battery, battery voltage of 2.81volts, switched to a vvi mode and recommended replacement time (rrt) reached. The ipg was explanted and replaced due to unexpected/premature battery depletion. No patient complications have been reported as a result of this event.